Event description:
The bed-wetting alarm exploded in the middle of the night and has burned my daughter. Her neck is red and she has blisters on it now. All because this product failed to operate as expected. The alarm was used normally but somehow it got very hot and exploded at night hurting my daughter. I took her to the closest hospital at night and she was given treatment for her burns. The scars from the burns have turned red and in 1 day, they have grown to blisters. The device has completely malfunctioned and injured her.